Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: left side; 275cc mentor siltex round moderate profile; catalog number: 3542640; lot number: 109782. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent revision breast augmentation with 275cc mentor siltex round moderate profile and was presented with right side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 2/5/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/21/2020, mentor became aware that the date of surgery is on (B)(6) 2020. Replacement order was placed. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 has been updated to 1/24/2020. Field h6 method code has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/26/2020, mentor became aware that "patient underwent revision breast augmentation" was reported under initial report (manufacturer report number:) submitted on 1/13/2020. However, this was patient's primary augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the replacement devices used on (B)(6)2020 were mentor replacement - right: catalog number: 3504004bc; ,lot number: 9406318, and serial number: (B)(6); left: catalog number: 3504004bc; ,lot number: 9406318, and serial number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/13/2020, device evaluation was completed. The device was visually inspected and no apparent damage was found. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).